Event description:
It was reported that during an anterior cruciate ligament procedure, the blade broke at the mount. It was also reported that there was no pt injury as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation; it was discarded. Lot number information has not been provided to permit further investigation. The root cause is undetermined.